Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process, on (B)(6) 2018, a patient underwent a port placement procedure, to treat ehlers danlos syndrome. Approximately two years, eleven months and twenty-three days later post port placement, on (B)(6) 2021, the patient was diagnosed with methicillin sensitive staphylococcus aureus (mssa) bacteremia. Subsequently, on (B)(6) 2021, the patient underwent removal of the infected port. However, the current status of the patient is unknown.